Event description:
Report 2 of 2 received of air in line due to leak below filter. A homecare pt was receiving a infusion of 3 to 1 tpn via an implanted port. The tpn was initiated, the pt noted "a slow leak where the tubing exits the iar eliminating filter." Air was noted near the huber needle. The pt was able to disconnect the tpn and dispose of the bag. The pt was able to eat in addition to receving the tpn. There were no reports of any symptoms of a decrease in blood sugar. The pt resumed therapy with replacement tubing after two days. There were no reported adverse pt effects. No medical interventions were required.